Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established. The heartmate ii lvas IFU, is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found on (B)(6) 2018 to be unresponsive in bed with a red heart alarm. Ems arrived and patient was transported to local hospital where they were pronounced dead. There were no details leading up to patient's death. It was unexpected and sudden. The device was believed to be operating as expected at the time. No further or additional information was provided.